Manufacturer narrative:
Failure analysis noted that the pump alarmed button error due to flattened all buttons dome switch. There was no moisture damage on the keypad traces, electronics assembly or motor. The pump was missing the end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 339 mg/dl at the time of incident. The customer stated that the pump alarmed button error. The customer stated that he went to the lake and had the pump on when he went into the water. The customer treated by manually pushing the insulin through the pump. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.